Manufacturer narrative:
A supplemental report is being submitted for investigation summary.; additional product: lot# 371106-8375 h3:yes serial# (B)(6), h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6), the associated outflow graft (lot no. 371106-8375) and the controller (B)(6) were not returned for evaluation. There was no evidence that (B)(6) had been previously serviced. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Log file analysis revealed a gradual decrease in power consumption and estimated flows within the analyzed period and 69 low flow alarms logged since (B)(6) 2023. Log file analysis revealed four (4) controller power up events with associated pump start events were logged on (B)(6) 2023 at 11:11:33, 12:54:00,13:01:14 and 20:09:03, indicating losses of power to the controller. The controller was without power for 21, 13,13 and 30 seconds, respectively. Momentary disconnections were recorded leading up the first loss of power. The associated power source was lubricated prior to release. Visual evidence provided by the site revealed damage to the driveline strain relief and yellowing of the outer sheath. The observed yellowing is an additional finding, not related to the reported event. As a result, the reported low flow, losses of power and strain relief damage events were confirmed. The reported outflow graft occlusion could not be confirmed due to insufficient evidence. Information provided by the site indicated that, in addition to the reported low flows, losses of power and driveline strain relief damage, the patient was admitted for shortness of breath. The patient was administered fluids and their lactate dehydrogenase (ldh) went from 295 to 437. Computerized tomography (CT) will be conducted once the patient's creatinine and kidney function are improved to rule out right ventricle (rv) failure or outflow (ofg) occlusion. An echocardiogram showed an enlarged left ventricle (lv). The patient received right heart catheterization speed optimization, the vad speed was increased by 100 and the lv "barely shrunk." It was presumed that the patient had a clot. The CT scan was never performed due to the patient creatinine did not improve. The patient had a fungal infection and started to have multisystem organ failure. It was decided by the family to move the patient to comfort care. Subsequently the patient expired. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft and/or poor vad filling. Per the instructions for use, infection, renal dysfunction, thrombus, right ventricular failure, multi-organ failure and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that this patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the observed driveline outer sheath yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: lead:0125 implant date: (B)(6) 1996 additional product: d1: heartware ventricular assist system ¿ outflow graft d4: model #:1125 / catalog #:1125 / expiration date: 30-nov-2020 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: yes d1: heartware ventricular assist system ¿ controller d4: model #:1420 / catalog #:1420 / expiration date: 31-oct-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 15-oct-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported eveh6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had two week trend of power and flow dropping. The patient was admitted for shortness of breath and vad low flow alarms. Log file review noted that the controller exhibited unexpected losses of power. The patient was administered fluids and their lactate dehydrogenase (ldh) went from 295 to 437. It was suspected that a health care professional may have double disconnected the power sources. An additional double disconnect was attributed to patient confusion when they only had an ac adapter connected to one port and no power source on the second port.  Computerized tomography (CT) will be conducted once the patient's creatinine and kidney function are improved to rule out right ventricle (rv) failure or outflow (ofg) occlusion. An echocardiogram showed an enlarged left ventricle (lv). The patient received right heart catheterization speed optimization, the vad speed was increased by 100 and the lv "barely shrunk." It was presumed that the patient had a clot. It was also reported that there was a slight tear in the vad driveline strain relief which was repaired by the health care professional. The CT scan was never performed due to the patient creatinine did not improve. The patient had a fungal infection and started to have multisystem organ failure. It was decided by the family to move the patient to comfort care. Subsequently the patient expired.